Manufacturer narrative:
It was reported to the manufacturer via medwatch (B)(4), that a pediatric foley catheter was placed into a patient prior to surgery start and at the end of the procedure, as the foley was being removed, the foley broke into pieces within the patient. The facility reported that the pieces of the foley remained in the patient resulting in the patient being transferred to another hospital for removal of the retained object. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No samples have been returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a catheter was put in place prior to surgery and after the surgical procedure, during catheter removal, the foley broke into pieces within the patient requiring surgical intervention.